Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was some amounts of tissue build up on the device. The teflon pad was 90 percentage found missing from the jaw, exposing metal. Missing part of teflon pad was not returned. In addition, the distal end was inspected under a microscope and found no damage to the probe unit. Charred marks were also noted on teflon pad.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad and probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic total hysterectomy procedure, the teflon pad burnt and metal was exposed on three different thunderbeat devices. Furthermore olympus was informed that the event occurred while the doctor was performing cut and seal using the device. A short circuit error was displayed on the generator during the procedure. The doctor switched to a fourth hand-piece and while performing the colpotomy, the probe broke off and fell into the patient. The probe was retrieved using forceps. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using a fifth thunderbeat device. There was no patient injury reported. This is 3 of 4 reports.